Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (test strip lot 495943), is related to case with patient identifier (B)(4) (test strip lot 495969).

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 213 mg/dl (test strip lot 495943) and 24 mg/dl (test strip lot 495969). No adverse event reported. Return of the suspect device was requested for evaluation.